Manufacturer narrative:
Internal complaint reference #: (B)(4).

Event description:
It was reported that a initial intertan surgery was performed on (B)(6) 2021. A piece of 7.0 compression screw drill was left inside the patient. It was found in an x-ray image near the lag screw on (B)(6) 2022. There was no surgery made to remove the piece.

Event description:
It was reported that a initial intertan surgery was performed on (B)(6) 2021. A piece of 7.0 compression screw drill was left inside the patient. It was found in an x-ray image near the lag screw on (B)(6) 2022. There was no surgery made to remove the piece.

Manufacturer narrative:
Internal complaint reference #: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, a piece of the 7.0 compression screw drill was left inside of the patient. According to the complaint, an x-ray dated (B)(6) 2022, (not provided) revealed an image near the lag screw. The 7.0 compression screw drill is comprised of ss, they are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the possibility of micro-motion and /or migration and local skin irritation/discomfort cannot be confirmed nor concluded. There is no indication the surgeon plan to remove the broken piece. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse, rough handling and/or procedural/user error are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.